Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the on-device start-up, error code 1720 was displayed. There was no patient involvement and harm.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported error was duplicated. The issue was traced to the device capacitor, which was determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The capacitor was replaced and the device passed all testing.